Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter noted that the dim/fading display began about two to three months prior. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2014 with the following findings:the pump powered on to a dim, discolored display screen; the screen was still legible. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Additionally, investigation revealed that the contrast and up arrow keypad buttons were intermittently unresponsive, and there was contamination under all keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.